Event description:
It was reported that the bronchovideoscope exhibited b30 scope communication error. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, d8, h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the plug unit, b30 scope communication error occurred, and no image was displayed. A definite root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.